Event description:
It was reported that a spectrum pump had an issue with the door close sensor. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the reported symptom of door sensor issue as a door not fully latched alarm experienced at device power up, but could not reproduce it during eval. Eval determined the cause to be a loose upper link screw. The link screws were replaced to correct this condition.